Manufacturer narrative:
Device received with severely scratched lcd window, cracked battery tube threads, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for son via phone call for high blood glucose. Blood glucose was 430 mg/dl. Customer reported that battery cap and battery compartment case is broken. Customer reported that the shell of the battery compartment has a crack and son noticed it when he woke up. The insulin pump will be returned for analysis.